Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer had symptoms such as nausea head ache difficulty breathing and treated with the pump for high blood glucose level. Customer's blood glucose value was unknown at the time of the incident. Customer reported current blood glucose was 178 mg/dl and customer reported that the high blood glucose levels began on (B)(6) .2017. Troubleshooting was performed. The drive support cap appeared to be sticking out. The product was not returned for analysis.

Manufacturer narrative:
Pump passed operating current. Unable to perform the occlusion, displacement test, prime and excessive no delivery test due to detached end cap. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.